Manufacturer narrative:
(B)(4).

Event description:
It was reported that an issue with readings occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be a stale stop command. The reported event of an issue with readings is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.